Event description:
It was reported that an infiltration occurred during an infusion in the emergency room care area (medication, programmed amount and delivery rate unknown). The customer stated that "a bubble under the skin from missing a vein" and the pump did not alarm. The customer also stated that the device was not sequestered and no serial number was recorded.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. The spectrum infusion pump does not have the capability to detect infiltration events, and is communicated in the spectrum operators manual as "the pump was not designed nor is intended to detect infiltrations or extravasations."